Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with fortaz (1 gram intraperitoneally for nine days, frequency not reported) for the event. At the time of this report, the patient had recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.